Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11. Corrected fields: h7, h9. Field action isifa2022-02-c was removed, as the reported primary product is not listed as part of the field action.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, an error message indicating "there was a staple in the jaws" was triggered prior to use of the endowrist 30 curved-tip stapler instrument. Despite the message, the stapler instrument was successfully used to fire a stapler 30 gray reload. However, on the second attempt, the stapler instrument with a stapler reload was unable to grasp tissue or fire. The issue was resolved by switching to a backup endowrist 30 curved-tip stapler instrument, allowing the procedure to continue. The backup endowrist 30 curved-tip stapler instrument successfully completed three firings. During the fourth attempt, a partial firing occurred; and the stapler 30 green reload stopped halfway. An error message stating ¿unable to complete fire. Blade may be exposed¿ was displayed. Inspection revealed exposed wires at the tip of the stapler instrument. Prior to firing the stapler instrument, the surgeon had experienced clamping issues due to loose staples present in the jaws, but when firing was initiated, there were no obstructions such as clips, staples, or other hard materials within the instrument jaws, and the stapler was not fired over an existing staple line. The stapler instrument resulted in malformed or unformed staples, tissue bunching, missing staples in the staple line, and holes or gaps within the staple line. To resolve the issue, a sureform 45 stapler instrument was used to re-staple the lung tissue and successfully complete the staple line. No bleeding occurred as a result of the firing issue, and no additional tissue removal was required. The procedure was successfully completed robotically, and it remains unknown if the patient experienced any postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the first endowrist 30 curved-tip stapler instrument was installed on the system four times and fired one gray stapler reload. On installs 1 and 3, the stapler failed to detect a valid stapler reload installed, due to shorting of the disposable loading unit (dlu) pins, represented by two instances of an error code in the logs. On install 2, the gray stapler reload color was manually selected via the surgeon side console (ssc) touchpad. Clamping and firing were completed without error. On install 4, the gray stapler reload color was manually selected via the ssc touchpad. On this install, the user made six incomplete clamp attempts. As no successful clamps were made, no firing was attempted. There were no additional errors pertaining to the use of this stapler in the logs. The stapler log shows a second endowrist 30 curved-tip stapler instrument was installed on the system four times and fired four stapler 30 reloads (1 white, followed by 3 green). On installs 1-3, clamping and firing were completed without error. On install 4, the first 3 clamp attempts were successful, but were followed by a firing failure, and the logs show error code, representing the failure. There were no additional stapler related errors pertaining to the use of this stapler. A review of an image provided by the customer shows a stapler 30 green reload that is partially fired. All staples proximal to the blade have been deployed, however a few fully formed staples remain in their respective pockets, above the reload bed. The next row of staples distal to the blade is just beginning to deploy and had not interacted with the anvil side of the stapler jaws prior to the firing being halted. No damage to the reload can be seen in the image. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2025-49707 for MDR submission of the malfunction related to the second attempt, the endowrist 30 curved-tip stapler instrument with a stapler reload was unable to grasp tissue or fire. .